Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that "the" had air bubble. The customer¿s blood glucose level was 13 mmol/l. Customer stated that "the" she was getting a lot of air bubbles and when she is filling them the plunger is coming away. Customer just wants the reservoir replaced. The reservoir will not be returned for analysis.